Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.